Event description:
Patient reported "rupture." Healthcare professional later reported "capsular contracture baker grade IV." Healthcare professional later reported "right side rupture discovered during surgery." This record is for the right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported "rupture." This record is for the right side. The device remains implanted.

Manufacturer narrative:
Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken assessed as fold flaw opening. As per the investigation procedure, creases and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "rupture." Healthcare professional later reported "capsular contracture baker grade IV." Healthcare professional later reported "right side rupture discovered during surgery." This record is for the right side. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported capsular contracture baker grade IV.